Event description:
It was reported while using bd microtainer® sst¿ tubes, an unknown liquid was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-sep-2025. Investigation summary: bd received one photo and one sample for investigation. The photo and sample were visually inspected and were observed to be full of liquid. Additionally, 50 retention samples were evaluated by visual examination, and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was confirmed for the indicated failure mode foreign matter based on customer photo and sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor foreign matter complaints.

Event description:
It was reported while using bd microtainer® sst¿ tubes, an unknown liquid was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.